Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On oct 3, 2022, additional information was received indicating the patient's age at the time of event was 40 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 22, 2023, additional information was received indicating the patient underwent device removal on (B)(6) 2023. On may 24, 2023, additional information was received indicating the replacement devices were mentor gel breast implants (serial numbers (B)(6) & (B)(6). Manufacturer¿s reference number: (B)(4), on (B)(6) 2023, it was noticed the initial report's b5 erroneously omitted the following information: a female patient underwent a breast implantation procedure with unspecified mentor gel breast implants and experienced rupture on the right side post-operatively.

Manufacturer narrative:
On (B)(6) 2023, additional information was received indicating the device was discarded post-explantation. A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).